Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the pump was reset and the alarm was cleared. Customer's blood glucose (bg) level was recorded as high. Although requested, customer declined to provide further information regarding the elevated bg. Reportedly, customer resumed pump therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.